Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers blood glucose (bg) level was "high" with a trace of ketones due to a bent infusion set cannula. Customer addressed high bg level by administering a manual injection and changing the infusion set.